Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's interface board will be replaced to address the issue. H6: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator's remote alarm connector was not working. The device was not in pt use.